Event description:
Patient states his j-tube developed weakened, bubbled areas requiring replacement. This j-tube was inserted in (B)(6) 2018. He and his wife state the surgeon told them the tube was defective. I was contacted and am reporting at their request. Surgery to replace this tube occurred on (B)(6) 2019.